Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the body of the fiber broke in half outside the patient. The procedure was completed with another accumax laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke.